Manufacturer narrative:
The device was not returned eval.

Event description:
It was reported that there were signal transmission problems during use. Reportedly, the pressure monitoring measurement was incorrect. It was further reported that the end of the connection is now shorter and thicker. The customer reported, "the opening of stopper is impossible".